Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report.the aware date should be 23-sep-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cable had scratches which disabled communication therefore image appeared intermittently. The causal link between the video cable defectiveness and the visible damage was probably the use of a pointed or sharp object which might come in contact with the cable. It is also likely that the image problem reported was related to this cut, even though it appeared somewhat superficial and limited. It was assumed that it could be a customer mishandling issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation and the camera head was tested. When connecting the device to the video processor, an intermittent image was shown. The failure was due to the camera cable defectiveness. When inspecting the condition of the cable, a cut on its external surface without damaging the sheath in depth was also identified. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the hd camera head has image issues. During a standard service inspection of the customer returned device, camera cable defectiveness was noted. This report is to capture the reportable malfunction found at inspection. There was no patient injury or harm reported.